Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leakage at inserter/tubing. On (B)(6) 2024, the nurse was connecting the patient to the needle water drainage, found that the closed intravenous indwelling needle extension tube leaking, that is, immediately replaced with a new closed intravenous indwelling needle, can be used normally, the patient temporarily no adverse reaction.

Manufacturer narrative:
1. DHR/bhr review lot#3290185 1-the products of this batch were assembled at intima ii auto line 3 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was 66,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the extension tubing. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the specific site and abnormal states of the leakage at the extension tubing cannot be identified, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.